Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had a defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and then restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
A lifecor territory manager (tm) was checking in on a female pt and noticed that one of her battery packs was damaged. The tm replaced this battery pack.